Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of spectrum iq infusion pumps were alarming upstream occlusion and stopping infusions. This occurred during infusions of the following drugs (heparin, norepinephrine, vasopressin), while being administered to sick patients. There was no report of patient injury or medical intervention associated with this event. No additional information is available.